Event description:
Customer reported accuslide on set cracked lengthwise and leaked during a propofol infusion. The set also allowed air into the line. The nurse noticed it before air could reach the pt but the air in line detector on the pump did not alarm. There was no harm to the pt. The pump was not sequestered. No additional info was available.

Manufacturer narrative:
(B)(4). This set was received and functional testing confirmed the leak in the accuslide base. When installed in a test pump device, faster leaking was observed and air was noted in the tubing below the accuslide. The device alarmed for air in line immediately and the infusion could not be started. The report of a crack and leak in the accuslide was confirmed; root cause was identified as environmental stress cracking. The report of failure to alarm for air in line could not be confirmed or replicated with the set in a test device.